Manufacturer narrative:
(B)(4). Device evaluation: the report that the guide wire unraveled was confirmed. Returned were a 3-lumen catheter marked 7fr x 20cm on the hub and a guide wire. The coils were unraveled at the distal end of the guide wire. The weld and possibly some coil wire were missing from the distal end. The core wire was separated adjacent to the weld at the distal end. Discoloration was observed at the broken end of the core wire, which is consistent with proximity to a weld. Microscopic inspection revealed a plastic deformation and necking of the wire in the area of the break. A manual tug test confirmed that the proximal weld is intact. The core wire measured approximately 60 cm in length. Based upon the measured length of the broken core wire, no pieces of the core wire appear to be missing. The od of the guide wire measured 0.792 mm. This met specification of 0.788 - 0.826 mm per guide wire graphic. A 0.035" guide wire from lab inventory was inserted into the distal tip of the catheter to check for resistance per catheter graphic. The wire passed 1 1.8 cm into the distal tip and hit a blockage. The same wire was passed in to the distal lumen through the extension line and hit a blockage at 11.1 cm into the lumen. The catheter body was cross sectioned at 12 and 14 cm from the distal tip and examined. Other remarks: there was dried blood occluding the distal lumen at both locations. The instruction booklet provided with the kit describes suggested techniques to minimize the likelihood of guide wire damage during use. It states that if resistance is encountered when attempting to remove the guide wire after catheter placement, the guide wire may be kinked about the tip of the catheter within the vessel. In this case it is recommended to withdraw the catheter relative to the guide wire about 2-3 cm and then attempt to remove the guide wire. The instructions caution that withdrawing the guide wire against the needle bevel or use of excessive force during removal could damage or break the wire. The device history records for the guide wire and catheter were reviewed with no relevant findings. The investigation found no evidence to suggest a manufacturing related cause. The selected insertion site and patient anatomy may pres ent a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances, operational context caused or contributed to this event. No further action will be taken.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the guide wire became unraveled in a patient while attempting a central line. The wire unraveled in a patient and got stuck. A cxr was completed to verify if pieces of wire were left in patient. Cxr was negative. There was no reported delay, death, or complications to the patient as a result of this occurrence.